Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the blet ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing and the cable connecting ECG c and ECG d was pulled from the strain relief. The blue (+5v) wire on the ECG d and d cable were broken inside the distribution node (dn). The cause for the failure was isolated to the broken to the broken wire. The root cause fr the broken wire was physical abuse. No adverse event resulted from the broken wire.